Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 alarm (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, the customer was able to clear the alarm, unable to complete the insulin pump rewind. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No pump error 23 noted during rewind. No unexpected alarms or alerts during testing. Unit was successfully downloaded using thump software. During download history review, pump error 15 was recorded on 02/25/2025 at 22:07:08.000, aligning with customer complain dates. (File number: 38 709 709 709/line number: 442 1216 1216 1216). Per software engineering log, pump error 15 was due to possibly a software error. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open for visual inspection on electronic assemblies. External battery connector was completely plugged in. No anomalies or moisture damage was noted. Isolate to electronic assembly. Unit received with a scratched case and battery tube threads - cracked. In summary, customer's allegations of pump error 23 was not confirmed when no pump error alarm was noted during rewind. Unit powered up properly after battery installation and no unexpected alarms noted. Unit functioned properly as designed. Pump error 15 was confirmed when the adapt tool revealed to have recorded pump error 15 on event date due to a software error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.